Event description:
Patient presented to the physician with pain due to the ipg flipping within the pocket. Physician brought the patient into the operating room, repositioned the ipg, re-sutured, and closed the incision site.